Event description:
It was reported that the 9600 system intermittently will not save images, selects the wrong image, and won't allow annotation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine disc was reset during the service call. The system was tested and found to be working as intended and put back into service.